Event description:
Healthcare professional reported a right side "ruptured breast implant. The inner silicone gel did touch the patient." Ultrasound reported "right breast coinciding with the area of pain referred by the patient, shows heterogeneous hypoechoic accumulations, of difficult delimitation, without demonstrating linear intraluminal images. These findings are observed mainly on the internal area of the breast (capsular rupture?) I suggest correlating with magnetic resonance for a correct characterization." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.